Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, the device was noted to be moving towards the patient¿s septal wall. The physician tried to reposition the impella, but the device would not turn. The decision was made to keep the device where it was at as they were worried about it ¿popping¿ across the aortic valve.